Event description:
A malfunction on the pump was reported by the caller, which caused the customer's blood glucose to display a "high" reading, exceeding a specific threshold. The customer had not taken any actions to address the high blood glucose, and no assistance from a third party was required. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood.